Event description:
It was reported that (1) er320 was used during an esophagogastrectomy procedure. It was reported by the affiliate that the staples were going outside the jaw when the surgeon fired the device. Opened another device to complete the case. There was no consequence to pt.